Event description:
It was reported that pump experienced malfunction with message showing high blood glucose and specific value was unknown. Customer treated high blood glucose with correction injection using multiple daily injections and did not require emergency help, and there was no reported impact such as incapacitation. Technical support identified malfunction as resettable, guided customer through pump reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if problem returned.